Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with blurred vision of the right eye approximately four months following lasik treatment. The patient is pending a flap lift with previous cancellation due to lack of transportation. Additional information has been requested

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. All energy settings were within range and all laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).